Event description:
Customer reported receiving a button error alarm on the insulin pump and that it was cleared with a battery change. He stated that the insulin pump locks up after two or three button presses. The blood glucose reading was 300 mg/dl. Customer stated that he did not know why the blood glucose was so high. He also reported receiving a motor error alarm that had gone away. He stated that the insulin pump had not been exposed to a strong magnetic field or mir. Nothing further was reported.

Manufacturer narrative:
Insulin pump received with no up and down arrow button response due to corroded keypad traces. Insulin pump was unable to verify motor error alarm due to no button response. No button error alarm during testing. Motor passed motor test. No unexpected frozen display noted during testing. Insulin pump received with cracked reservoir tube lip, case cracked at the display window corner, minor scratches on lcd window, and scratched reservoir tube window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.